Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that "2.01" was displayed on her infusion device. She was advised to insert a new power pack and the device functioned properly. She stated that she was aware of the power pack recall but she had not changed the power pack since 12/23/06. She was educated on the importance of changing her power pack every 2 weeks. No physiological effects were reported. No product will be returned for evaluation.